Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
Customer reported a hospitalization for high blood glucose. She stated her blood glucose went up because she was not wearing her insulin pump. She was not wearing her insulin pump because she lost the battery cap. Customer was treating with manual injections but she could not catch up to her blood glucose. Customer's last blood glucose was 105 mg/dl. Customer was admitted to the hospital on (B)(6) 2014 with a blood glucose of 448 mg/dl. She was diagnosed with diabetic ketoacidosis. Customer had taken the insulin pump off on (B)(6) 2014. The device is cracked around the battery compartment. Customer called back the next day to provide information about the insulin pump. Customer's last blood glucose was 245 mg/dl. Nothing further reported.